Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt said they tripped and fell 3 to 4 months ago and after they fell, the ins was acting weird. Pt said the ins battery was running down quickly and they felt a difference in intensity from onw side to the other. Pt also mentioned that they lost a significant amount of weight and the ins was very close to the surface (pt mentioned backing into something however, pt was difficult to understand). Pss sent email to reps. Pt said jeffrey crecelius was their hcp but the hcp switched clinics and now the pt currently does not follow up with anyone.